Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was occluded the following information was received by the initial reporter with the following verbatim: it was reported by customer that trifuse,filter clotted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the filter was leaking, and returned one sample of material mz9270, lot 2403916. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused with water through the filter port, and the tubing was completely occluded. The complaint of occlusion is verified. The sample was forwarded to the supplier of the filter for further investigation. The supplier was unable to find the root cause for the occlusion. The root cause for the complaint remains unknown. Device history record review for model mz9270 lot number 24039216 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.